Event description:
In 2008, the pt reported that the last 3 times she changed her insulin cartridge, she has received an e10 (cartridge error) on her infusion device. She stated that on the day before, it took 7 attempts to retract her piston rod successfully, and the infusion device made an unusual "grinding noise". No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.